Manufacturer narrative:
(B)(4). Yielded jaws additional information: was a cholangiogram performed during the procedure? Asku the er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to measure jaws width. Upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed fourteen clips as intended. No conclusion could be reached as to what may have caused the reported incident. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon loaded the first clip into the jaw and it was loose and fell out into the patient. The clips were removed through the trocar and a second device was used to complete the procedure. They used no torque or force to fire. No clips or staples were in the area at the time. The surgeon was firing the device.